Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 586mcg/day via an implantable pump. It was reported that the patient experienced withdrawal after pump replacement. The patient had a pump replacement on monday (due to eri triggered) (B)(6) and was admitted into the hospital for observation after the procedure. On wednesday (B)(6) 2022 the company representative was called by the physician to do a catheter dye study. It appears that the patient was exhibiting baclofen withdrawal symptoms. The study was performed and the catheter aspirated and dye was observed in the intrathecal space. A shadow was noticed around the pump, so the pump was externalized. The physician noticed that there was small leak at the catheter connection but it only happened when the pump was in certain positions and did not leak in other positions. The decision was made to replace the pump connector at that time. It was reported to the company representative by the clinic nurse that the patient was doing much better today when asked. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study was done. The actions and interventions taken to resolve the issue was the pump catheter was revised where leak was detected. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 15-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.